Event description:
Approx one (1) year ago pt was fused at l2-s1. The pt was returned to the operating room for extension of the fusion to include t10-l2 (the l2-s1 hardware was intact). As the surgeon was tightening the screw in the transconnector at l2 on the right side, the tip of the screwdriver broke off in the recess of the screw. The surgeon chose to leave the piece in the screw and completed the procedure without further incident. No adverse effect to the pt was noted. This report is #7 of 8 for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.